Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they were seen by the paramedics. They stated that the paramedics destroyed there omnipod personal diabetes manager (pdm). The patient does not really remember what happened. Three follow up attempts were made but no new information was gathered.